Event description:
The advocate stated the customer received a high blood glucose reading of 350 mg/dl using her breeze2 meter. He alleged that she adjusted her insulin based on the reading and over-medicated. She said she was weak, unable to talk and almost passed out. The advocate stated that he had to help the customer although he did not mention what type of treatment she received. The advocate refused to troubleshoot. The customer's meter was replaced at his insistence. No product will be returned.